Manufacturer narrative:
H3: the device was received for evaluation. Service history review confirmed the device was last serviced on 17-oct-2024. Event history logs were reviewed, which identified a high alarm for ¿air in line detected.¿ visual inspection confirmed the reported issue, noting the dso seal was damaged. Functional testing was performed, and the device was evaluated per standard procedures. The air detector was found to be operational. The dso seal was replaced. The device subsequently underwent calibration and occlusion testing and met all performance specifications.

Event description:
It was reported that the device's air sensor and downstream occlusion (dso) seal were unattached and falling off. There was no patient involvement.